Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to migraines and tmj.

Event description:
Patient reported the following: patient completed the aligner treatment and it left her bite off which is causing her migraines and tmj. She described an inability to chew her food properly and her tooth don't come together properly. She also experienced discomfort in the are of teeth #11-12 and states she feels pain radiating through her jaw joint on both sides for the past few weeks.